Event description:
Sorin group received a report that during a procedure, the s3 control panel displayed several alarms and stopped the pump. The pump was power cycled and restarted. It stopped again when there was no communication with the level sensor. The clinician overrode the alarm and full flow was achieved when the pump resumed. It was reported the pump worked fine for the remainder of the case and no further incidents occurred. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the s3 control panel displayed several alarms and stopped the pump. The pump was power cycled and restarted. It stopped again when there was no communication with the level sensor. The clinician overrode the alarm and full flow was achieved when the pump resumed. It was reported the pump worked fine for the remainder of the case and no further incidents occurred. There was no report of pt injury. A sorin group service engineer was dispatched to the facility to evaluate the issue. The service engineer was unable to replicate the reported issue. It was reported the customer continued to use the device with no reoccurrence of the problem. The investigation is on-going. A follow up report will be sent when the investigation is complete.